Event description:
As a physician attempted to retrieve pieces of broken stones with an a3656 stone crushing forceps during a bladder stone resection, an external screw at the proximal end of the instrument loosened causing the device to 'fall apart' during the case. At this point, the device became disassembled inside the patient and one part of the jaw moved into the patient's bladder while the second jaw moved into the prostatic urethra. The physician made a retropubic incision, reassembled the instrument internally and removed the device. The cystoscopy procedure was subsequently completed and there were no complications associated with the occurrence.